Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The error log shows "bad fcv cal". The fsr performed fvc calibration and ovp. The ventilator was allowed to operate for one hour with no problems.

Event description:
It was reported to vyaire that the avea ventilator experienced vent inop. The biomed does not know if there was any patient involvement.